Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. The patient controller app was version 3.8, which indicated that the eri was true. In turn, the patient lost therapy as the ipg reached end of service (eos) on an unknown date. It is unknown if the ipg was prematurely depleted. As a result, surgical intervention occurred during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.